Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was dislodged. The lead was explanted and replaced successfully. The patient did not experience any complication and was stable after the procedure.